Event description:
The initial result for a total protein assay on a pt csf sample was low each with the sample was run. An accurate result was obtained when the sample was diluted. The incorrect results were not used to guide therapy. The account stated the sample "was the worst csf sample they had ever seen" and reported difficulty with centrifuging and removing the supernatant. The account did not feel there was a malfunction of the test system.